Manufacturer narrative:
The tech found the head up valve to be stuck. The tech replaced the head up valve to resolve the issue.

Event description:
The tech alleged the bed had a loss of the head up function. No pt impact.